Event description:
Per customer: "the keyboard no longer works." No patient injury was reported. Reporting for a potential defective keypad as a conservative measure. More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was reviewed. Reported event could be confirmed. Error 28 linked to the keypad was found. According to the complaint form received from the customer: "the keyboard no longer works." The subject device (model agilia sp tiva, serial number (B)(6)) was not returned to our laboratory. However, device upper case suspected to be defective was sent back for analysis as a spare part. Upon reception, the subject device was submitted to a visual inspection. Some traces of infiltration were observed. Then, the continuity of the keyboard keys was tested. Several non working keys were found. A cross testing investigation of the spare part was performed. It was not possible to start and stop the device. Thus, no further test could be performed. Finally, keypad was disassembled. Damages on the tracks caused by infiltrations were noticed. Based on available information, the root cause of the reported issue is an improper handling (infiltrations) of the device. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.